Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Console was returned for investigation, and available log data is insufficient to determine exact failure mode and root cause. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella rp pump was implanted in a patient for circulatory support. The complainant reported that placement signal not reliable alarm occurred when the patient arrived at the unit. Motor current waveforms appeared to be stable at baseline. The team monitored hemodynamics and impella rp flows. The patient died on support after the patient was made a dnr and comfort care.